Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70 , serial: (B)(4), batch: 1119154.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swelling, fever and drainage were noted. The cause of infection was unknown. The physician believed that it was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotic. The explanted device components were not returned.